Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21390. It was reported the patient experienced loss of stimulation (confirmed by sjm representative). X-rays indicated lead migration in addition to a fracture at the anchor site location on both leads. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.